Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Implant date: unk. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+1.5/092 (sphere/cylinder/axis), in the patients right eye (od). Three months after surgery, the patient reported dysphotopsias at night, with mesopic pupil (6mm). The patient reported glare/halos. The patient was treated with alphagan. Additional information has been requested but none has been forthcoming.